Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device returned to MFR: visual inspection of the returned device revealed only the dispenser coil and pusher wire were received. The pusher wire was extremely stretched at the ss coil section. Microscopic inspection identified the inner coil of the pusher wire was broken below the interlocking arm of the pusher wire ss coil. There was no damage to the interlocking arm. Dimensions which were able to be measured met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coil embolization treatment procedure, resistance was encountered. The target lesion was located in the bronchial arteries. While preparing the 2/3mm x 2.3cm vortex diamond fibered-interlock detachable coil, severe resistance was noted in the introducer sheath, external to the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. Additional information has been requested and is not available. However, device analysis revealed the pusher wire was broken.